Event description:
It was reported that the ventricular thresholds went from 1.5 v, 0.5 ms to 3.25 v, 1.0 ms. It was resolved by increasing the left ventricular pacing output.

Manufacturer narrative:
Na